Event description:
It was reported that the embolectomy balloon was being used on a graft in the pt's arm. After several other balloons had been used to little effect, the catheter was placed & operated for one last attempt when the balloon failed & sheared off in the pt. As a result, surgical intervention was used to remove the device. It is unk if there was a delay in treatment. No pt death or pt complications were reported. Additional information received on 11/8/2010 from the sales representative stated that after two edwards balloons had been used to pull the arterial plug & residual clot among the graft, the physician attempted to use the arrow embolectomy catheter. After inflating the balloon at the same location as the previously mentioned balloons, an attempt to pull the balloon through the graft failed as the balloon & distal portion of the catheter sheared off. The sheared off portion of the catheter (distal end less than 10cm & the balloon portion of the catheter) remained in the pt with no successful retrieval. This led to the pt being admitted for surgical retrieval of the device & it was removed successfully. Further information received on 11/9/2010 from the director of operations at the hospital stated, the piece was successfully removed from the pt & pt was fine. No complications reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.